Event description:
It was reported by repair work order that the anchor and transfer of the power load system were not extending or coming out when trying to pull the cot out of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.